Manufacturer narrative:
Device investigation found no issue that could have caused the reported low blood glucose. The fill tubing issue was not confirmed. Troubleshooting revealed that device failed leak rate in final functional test and the usb pins were damaged.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in pomp logs. Cartridge change sequence completed with a large fill tubing priming size. User requested two fill tubing processes without conducting cartridge change sequence. There were no erratic bolus requests or basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. There was no evidence that the insulin pump experienced a malfunction or failure related to the low bg.

Manufacturer narrative:
On 12/01/2016, a tandem clinical diabetes specialist discussed the reported events. The customer reported that insulin was observed exiting the end of the infusion set tubing when insulin delivery should have been stopped. The customer was to use insulin injections and another pump to manage diabetes. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl in the morning and glucose tablets were consumed to address the low bg. The customer also had a bg of 276 mg/dl and had been lowered to 190 mg/dl with a correction bolus via the pump. A pump system check was performed. The infusion set tubing appeared to be the cause of the high bg as insulin was observed exiting the cartridge and not the infusion set tubing. However, the customer thought that the pump was the cause and was not functioning as expected. The customer was to change the infusion set.